Manufacturer narrative:
The device was returned for inspection where it was determined that the power cord had external burn damage. The power cord was then sent to the manufacturer for further investigation. The investigation found that the power cord exhibited the same external failure mechanisms and excess wear as several previously investigated returned cords. The signs of excess wear include broken strain relief ribs, plating peeling off to expose the base brass material on the earth contacts and wearing of the line and neutral pins. The conclusion was determined to be improper usage by the user is suspected to have caused mechanical and electrical failures leading to broken wires. The connex spot monitors are intended to be reused by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body¿s temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. Although there was no injury reported and the reported event was determined to be caused by use error, if the power cord were to overheat and cause charring it could lead to serious injury or death.

Event description:
Customer reported that csm device was flashing red and smelled burnt. The power cable was partially burnt. There was no adverse event reported.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported that csm device was flashing red and smelled burnt. The power cable was partially burnt. There was no adverse event reported.